Event description:
Found during inspection. According to the reporter, the device is displaying a service wrench icon and a "call service" message. No patient use was associated with the reported event.

Manufacturer narrative:
Physio-control is continuing to investigate the reported event.